Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-77 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total. -hcg result generated for a 31-year-old female patient sample. The following data was provided (customer¿s reference range <5.00 miu/ml is negative): sample ID (B)(6). Initial result = 27.5 miu/ml, repeat results = <1.2 miu/ml. No impact to patient management was reported.